Manufacturer narrative:
Product analysis: analysis confirmed the reported event of a display problem. The display was out of electrical specification. It was also found that the display wires were pinched, but the insulation was not compromised. In addition, the upper case was broken, the keypad was delaminated, four case screws were contaminated, and the insulator label was damaged. All found defective parts were replaced, and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display screen on the external pulse generator (epg) was broken. The epg was returned for service. There was no patient involvement.